Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is scheduled to be revised due to tibial loosening.

Manufacturer narrative:
No devices or photos were received; therefore visual and dimensional evaluations could not be performed. Part and lot numbers were not provided for the unknown nexgen tibial component. This device is used for treatment. Primary and revision operative notes were not provided; therefore it is unknown whether the tibial component was implanted with the correct fit and orientation as per surgical technique. There is also no available information regarding the patient¿s adherence to rehabilitation protocol or any other patient factors that may influence the performance of the device. A definitive root cause cannot be identified with the information provided.